Event description:
It was reported that pump touchscreen became cracked and shattered while customer was playing a sport, and screen damage under screen protector made touchscreen illegible and prevented interaction with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump for insulin delivery, and technical support arranged a replacement pump.